Event description:
Spine revision due to non-union was performed on (B)(6) 2015 by (B)(6). Primary procedure in 2012 was a correction of scoliosis, done by the same surgeon and at the same hospital. During revision, 2 rods were removed and replaced. Pre-op xrays are available. Patient initials (B)(6), female, dob (B)(6) 1942. No further information is available. 27 april 2015 update :received message from australia advising the following: I have received confirmation from the reporter of this case that the product details for this case should be:viper2 straight rod-400mm (B)(4). These details also match the product that was returned for investigation. Please be advised that this case has been reported to our local health authority, the tga. In order to provide the tga with a comprehensive response, could you please ask the investigators to perform DHR as part of this investigation. I have added the correct product details on to the complaint and requested the incorrect products to be voided. (B)(6).

Manufacturer narrative:
Device manufacture dates, feb 29, 2012, mar 1, 2012, apr 5, 2012 , apr 25, 2012. Visual examination of the returned device found the rod was broken approximately 100mm from one end. As a result, the rod was sent for fracture analysis. Fracture analysis report revealed the fractured surface exhibited smooth and grainy/rough regions which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the rod breaking postoperatively cannot be determined from the samples and information provided. The results from the fracture analysis state that a probable root cause is fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.